Manufacturer narrative:
The oad and guide wire were received for analysis. The guide wire core shaft was observed to be fractured and was still attached to the spring tip of the guide wire. Scanning electron microscopy identified torsional failure and rotational damage on the outside of the proximal solder bond indicating torsional forces were applied to the wire. The damage seen was consistent with a spinning oad coming in contact with the guide wire spring tip. However, this could not be conclusively confirmed. The instructions for use warns, "do not come within 10 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The reportable malfunction was identified after analysis on 23-mar-2020. Csi ID# (B)(4).

Event description:
At the end of the peripheral procedure, after treatment had been completed, the viperwire guide wire was noted to be unravelled. No fractures were observed, and no fragments were left in the patient. The patient was discharged per the site's protocol following the procedure. However, failure analysis identified that the spring tip of the viperwire guide wire had fractured.